Event description:
Approximately 4 weeks ago, the o.r. Director reported that luna 3d implant kit and luna 3d accessory kit used for spine case had 2 additional labels covering the original labels (original labels showed an expired product). Nurse discovered the two labels and asked the rep who said they were relabeled by the company. When she peeled the label back further, she found expired dates. Luna implant kit original expiration date 09/02/2016 relabeled date 03/02/2018. Luna accessory kit original expiration date 2016 relabeled date 06/23/2018. Manufacturer response for luna accessory kit, luna 4000 (per site reporter): the manufacturer was contacted in regards to the overlabeling of the expired product. The senior director of quality from benvenue sent a letter stating that the company completed testing to justify a 2 year sterility shelf life for the product on january 13, 2017. Manufacturer response for luna implant kit, lun3011 - 11mm (h) x 25mm (per site reporter): the manufacturer was contacted in regards to the overlabeling of the expired product. The senior director of quality from benvenue sent a letter stating that the company completed testing to justify a 2 year sterility shelf life for the product on january 13, 2017.